Event description:
It was reported that the device switched a second time to the backup mode. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. An evaluation of the available device data revealed that the device automatically activated the safety backup mode on august 10, 2024, due to detection of invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. The device was successfully re-initialized and the data subsequent to the re-initialization indicate a normal device status with a bos battery status and no charging cycles. In conclusion, re-initialization of the device after activated safety backup mode was successful. Based on the available data, there is no indication of a device malfunction.